Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and loss of connection was found within in the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unspecified transmitter issue is reportable based on the finding of loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.